Event description:
I had ordered covid tests from the usps a number of months back. I received the ihealth branded covid tests. This day, I tried to use them, and 4 ihealth test in a row were invalid. They had very faint control lines, and a couple were nonexistent. I had to take 5 covid tests before I got one that was a valid test. I noticed that all of the invalid tests came from the same lot and had the same expiration date. The lot is 213c021228 and the expiration date was 2022-06-27. Note that at the time I took the covid tests in (B)(6) 2023, these ihealth tests had an authorized FDA extension of their expiration date by 6 months, so these tests were not expired. Please note, I found a recall for ihealth covid tests for a very similar problem, but the affected lot numbers and expiration dates did not match my box: https://scdhec.gov/news-releases/residents-urged-discard-invalid-ihealth-covid-19-rapid-antigen-home-testkits-0. I had 4 of these exact same tests in a row that were invalid. Note that the photos exacerbate how dark the line was, they are barely visible. These are also pictures of the tests the next day, far outside of the test window of 15-30 minutes, so they look darker in the picture than they were during the valid reading time of the test.